Event description:
This is being reported as an adverse event because the complaint originated from an attorney. It is not known what the pt was originally treated for. One device was implanted on (B)(6) 2012. A second device was implanted on (B)(6) 2012 (see report 3004170064-2013-00411). The complaint via the attorney was that the pt suffered an unspecified injury. This included tissue damage, erosion, scar tissue, infection, incontinence, pain, dyspareunia complications and recurrent prolapse. It is not known when the event occurred. It is not known what the pt's current condition is. No info has been confirmed by a health care professional.

Manufacturer narrative:
One device, pn 830-243, lot # 1101021, manufactured on 02/03/2011 with an expiration date of 05/31/2013 was implanted on (B)(6) 2012. The device history record for this lot was reviewed and everything was in order. The second device, pn 830-243, lot # 1203047, manufactured on 04/02/2012 with an expiration date of 08/31/2014 was implanted on (B)(6) 2012. The device history record for this lot was reviewed and everything was in order. (See report 3004170064-2013-00411).